Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the fill manifold assembly, the helium pressure regulator and the helium tubing assembly to correct the problem. The fse then completed the pm with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was found during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the fill manifold test on the cardiosave intra-aortic balloon pump (iabp) failed. The k3 valve difference was tested to be 260 mmhg. Further troubleshooting confirmed that k3 was defective. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was found during preventive maintenance (pm) performed by a getinge field service engineer (fse) that the fill manifold test on the cardiosave intra-aortic balloon pump (iabp) failed. The k3 valve difference was tested to be 260 mmhg. Further troubleshooting confirmed that k3 was defective. There was no patient involvement and no adverse event was reported.